Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise, which resulted in inhibition of brady pacing. Attempts to evoke noise using clinical maneuvers were unsuccessful.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise, which resulted in inhibition of brady pacing. Attempts to evoke noise using clinical maneuvers were unsuccessful. A technical services consultant recommended reprogramming the device to a lesser sensitivity and reevaluating. The device remains in service. Subsequent information indicated that the device was explanted for normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt, the device was thoroughly inspected and analyzed. Microscopic visual inspection noted electrocautery marks in the device casing. A hole was noted in all seal plugs with the exception of the df- seal plug. The v+ and df+ seal plugs were also torn. All set screws moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing that verified device functionality commensurate with battery status. Analysis testing could not confirm the reported noise or oversensing but a hole in the seal plug may have contributed to the noise issue.